Manufacturer narrative:
Erroneous results generated. A definitive root cause for the event has not yet been determined.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously high glucose results for 2 patient samples assayed on the unicel dxc 800 pro synchron chemistry analyzer. The patient results were not reported out of the laboratory. The customer stated that all results are verified prior to reporting. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that quality control results were within their expected ranges prior to the event. Both the local service engineer and the bci national specialist performed an inspection of the entire glucose module and sample handling system on the analyzer. No abnormalities were observed. In addition, the glucose module was found to be clean and free of protein and other debris. A definitive root cause has not yet been determined for the event.

Manufacturer narrative:
This supplemental medwatch report is being used to correct the initial medwatch report previously submitted. The data pertaining to the event on (B)(6) 2011, in the initial medwatch report has been removed in this supplemental medwatch report. A new medwatch report has been generated to report the data from the event on (B)(6) 2011. The new medwatch report number is 2050012-2011-03400.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously high glucose results for 2 patient samples assayed on the unicel dxc 800 pro synchron chemistry analyzer. The patient results were not reported out of the laboratory. The customer stated that all results are verified prior to reporting. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that two erroneously high glucose results were generated on (B)(6) 2011. In the data that the customer sent to bci for (B)(6) 2011, there were also data attached corresponding to one erroneously low glucose result which was generated on (B)(6) 2011. The event from (B)(6) 2011 was never reported to bci by the customer. The data from the event on (B)(6) 2011 are being included in this medwatch report since the data from (B)(6) 2011 were included in the requested data from the customer for (B)(6) 2011. The customer reported that quality control results were within their expected ranges prior to the event. Both the local service engineer and the bci national specialist performed an inspection of the entire glucose module and sample handling system on the analyzer. No abnormalities were observed. In addition, the glucose module was found to be clean and free of protein and other debris. A definitive root cause has not yet been determined for the event.